Event description:
It was reported that a patient presented to the hospital due to an unrelated matter. It was noted that the patient's pacemaker exhibited post-paced t-wave oversensing (pptwos). Programming changes were made. There were no patient consequences.